Event description:
It was reported that the trailing haptic had detached during the implantation of an intraocular lens (iol) in the patient's right eye. It was stated that during implantation the leading haptic came out ''good''; however, the second haptic was released from the injector with the broken part visible. It was stated that the iol was removed and replaced during the procedure with a sensar +20.5 diopter lens. Information was received on (B)(6) 2015 that the incision was enlarged in order to remove the iol from the patient's eye. Tobradex 3 mg/ml was prescribed post the intraocular lens implantation. No further information was provided.

Manufacturer narrative:
Concomitant products:. Implant system used: forceps, unfolded implantation system, injector, platinum 1 cartridge model cp00190. Viscoelastic used during surgery: pe-tta-visco 2,0% from albomed. Irrigation solution and medication used during surgery: polysol 500/k v. Polytech. Initial reporter. Phone number: (B)(6). (B)(4). All pertinent information available to abbott medical optics at the time of this report has been submitted. Placeholder.

Manufacturer narrative:
The sample intraocular lens (iol) device was returned to the manufacturer for evaluation. The lens was examined at 10x microscope magnification. The visual inspection revealed that the lens had a cut from one edge to near the other edge. One haptic was detached and was not returned. Also, the lens sample had a few particles on the lens. The lens condition is consistent with a lens that was removed from the patient¿s eye. All pertinent information available to abbott medical optics at the time of this report has been submitted. Placeholder.

Manufacturer narrative:
The manufacturing record review was performed and revealed that all process operations presented in the manufacturing record from molding to boxing were in compliance with manufacturing instruction specifications. All tests results showed a pass condition. No deviation or non-conformance (ncr) was generated when this production order was manufactured. The documentation showed that the production order was manufactured according to specifications. A review of the raw material/manufacturing procedures in the change control system was done during the period when this production order was manufactured and did not show any change that could be related with the complaint type reported. The product met manufacturing release criteria. All pertinent information available to abbott medical optics at the time of this report has been submitted. Placeholder.